Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(6), alleging inaccurate erratic results of "58 and 158 mg/dl" on the subject meter within 20 minutes of each other. This complaint is being reported because the reported results did not meet lifescan&#38112;precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.